Event description:
It was reported that the insulin gauge was inaccurate due to customer using cold insulin. It was also reported that a cartridge alarm occurred customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 176 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text: device not returned.